Event description:
Boston scientific received info that the pt received six inappropriate shocks as the device oversensed the t-wave due to small right ventricular amplitude signals while the pt was in supraventricular tachycardia (svt). Low r-wave amplitude and noise has been present since a ventricular assist device (vad) was implanted. Attempts to reprogram the sensing vector were unsuccessful. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. After the ICD was implanted, there was still low rwave amplitude measurements so the sensitivity was reprogrammed. No adverse pt effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this event would be updated.